Event description:
On (B)(6) 2011, the patient stated that she had elevated blood glucose levels on (B)(6) 2011. The patient was experiencing nausea and was admitted to the hospital. The hospital tested her blood glucose levels and returned a result of 827 mg/dl. The patient stated that her normal blood glucose range is 75-130mg/dl. The hospital administered insulin for the patient. The patient stated that she stayed in the hospital for four days. Troubleshooting performed with the patient did not reveal any product problems. Product was replaced and was requested to be returned for product evaluation.